Manufacturer narrative:
On 8.5f agilis introducer was received for evaluation. Visual inspection revealed blood on and inside of the stopcock. No anomalies were observed. Functional evaluation revealed that rotating the handle did deflect the distal end of the introducer and the correct shape was produced. The introducer was tested for leaks using pressure and submerging the introducer in water; no leak was detected. No aspiration was detected through the side port. The hemostasis cap was removed and the seal was examined; no damaged was noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification of the cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as: 2030404-2012-00062, 2030404-2012-00063, 3005188751-2012-00067. It was reported that during an atrial fibrillation ablation procedure, the patient developed a cardiac tamponade. The physician used an agilis sheath to gain cardiac access. An inquiry steerable catheter, reflexion spiral catheter and therapy cool path catheter were used to create geometry and perform ablation. The physician had isolated the left and right pulmonary veins when the patient became hypotensive. A pericardial effusion/tamponade was confirmed by echocardiography. A pericardiocentesis was performed and the patient stabilized. Approximately three hours post procedure, the bleeding ceased. The patient was transferred for monitoring to the intensive care unit.